Manufacturer narrative:
(B)(4). Batch # t5eg7f. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the hcp who fired device experience with pvs. Can additional information be provided about staple shape? Does the surgeon routinely wait 15 seconds prior to firing? Can it be confirmed that the entire width of compressed vessels was proximal to cut line and no extraneous tissue was within jaws distal to cut line? Were the tips of device visible during firing? What is the current patient status?

Event description:
It was reported that during a lower lobectomy the doctor used the pve35a stapler on the first firing across the pulmonary artery, fired the stapler and the staples didn't fully form the b formation, resulting in bleeding. It was not reported how much blood was lost or if a blood transfusion was needed. The doctor used a robot to clip the pulmonary artery, to prevent continued bleeding. The procedure was converted to an open procedure to allow the doctor to complete the procedure. It was not reported what was done to complete the procedure. The patient is currently doing well after the procedure was completed.